Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (b)(60 2019, product type: lead. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative reported on 2019-aug-22 noted that the cause of the back spasms was not determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was experiencing mid thoracic back spasms when their stimulation was on. The rep ran an impedance test and electrodes 0-7 were all within 700-900 ohms. During the surgery, the leads were pulled down and every section they were adjusted the area was tested. No matter where the leads were between t8-t9 electrodes 0, and 1 when activated were causing mild to moderate back spasms. The leads were revised. No further complications were reported. No additional patient symptoms were reported.